Event description:
It was reported when using the bd pyxis¿ medstation¿ es a patient transferred from the emergency room to the operating room and then to the medsurg unit information was not crossing over to the pyxis system. All other patients were reported to be crossing over without any issues. The customer stated that they could not override narcotic medication for this patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter address, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to the station. The technical support specialist (tss) dialed into the server and observed that the patient status was showing as discharged. The tss advised customer that the patient needed to be readmitted by undoing the discharge and the customer acknowledged that. The system functioned as intended after the technical support specialist resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es a patient transferred from the emergency room to the operating room and then to the medsurg unit information was not crossing over to the pyxis system. All other patients were reported to be crossing over without any issues. The customer stated that they could not override narcotic medication for this patient. There were no adverse events or injuries reported based on this incident.